Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Toxic shock [toxic shock syndrome]. A spontaneous report was received via social media on (B)(6) 2020 from a female consumer of unknown age stating tampax tampons, version/absorbency/scent unknown gave her toxic shock on an unspecified date. The outcome was unknown. Treatment details: unknown. Relevant history: none reported. Concomitant product(s): none reported. No further information was provided.